Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the pump, received a low battery alarm, and a loss of communication between the insulin pump and mobile app. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6101. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. Troubleshooting was performed for the low battery alarm, and the customer received a replacement battery alarm. The customer also stated that no damage was reported on the battery cap and compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was not performed for the loss of communication. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-6101.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 18:31:00 after more than 7 days at 16.04 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 10:22:00 after more than 7 days at 18.73 days. Battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2025 11:38:00 after more than 7 days at 8.57 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit successfully communicated to test mobile phones, iphone, and android. No lost connection to test mobile phones noted during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube) and cracked case-corner of belt clip rails. Charge/battery lasts less than expected was not confirmed. Unexpected battery power loss not confirmed. No communication to mobile not confirmed. Cosmetic damage confirmed at back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.